Manufacturer narrative:
A ge service rep performed an onsite investigation. The tech processor board, sram, and the software were installed during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported the sys failed to boot up attributed to a check sum error message. There are no reports of pt injury or death associated with this event.